Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump delivered a 20unit bolus without user intervention while the pump was in a bag and the patient was not attached to the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported based on the allegation that the pump delivered insulin without user intervention.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: a review of the bolus history indicated a (B)(4)-unit bolus occurred at 2:20pm on (B)(6) 2016. During investigation, a (B)(4)-unit normal bolus and a (B)(4)-unit audio bolus were successfully performed and were accurately recorded in the pump history. The pump successfully completed rewind, load, and prime steps and a 24 hour duration test with no unprogrammed boluses occurring. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.